Manufacturer narrative:
The ra lead and pacemaker remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post-implant, the atrial pacing thresholds and p-wave amplitudes were unable to be measured, indicating loss of capture. Lead dislodgement was suspected. An x-ray was performed and was compared to the x-ray taken following the implant procedure. The lead tip had not moved, but there was no slack in the lead. It was also noted that the patient's heart had become significantly enlarged. During the repositioning procedure, the atrial pacing thresholds and p-waves were still not able to be measured; however, the lead was successfully repositioned. The physician believed that 100% pacing with a lower rate limit of 90 bpm induced heart failure, which resulted in the increased pacing thresholds and sinus node dysfunction. After the lead revision, the device was reprogrammed with a lower rate limit of 60 bpm and steroids were administered to the patient to reduce the inflammation. The following day, the sinus node dysfunction was improved. Atrial lead measurements were able to be taken, with normal thresholds and p-waves. No adverse patient effects were reported.